Event description:
It was reported that a user¿s dexcom sensor would not pair with the ilet while the dexcom app showed the sensor as connected; the user had recently applied a new sensor, attempted switching between g6 and g7 settings, and then restarted the iphone, after which the ilet reconnected and displayed a glucose value of 180 mg/dl. Symptoms included transient hyperglycemia. Outcomes included no alerts for prolonged hyperglycemia, no use of backup therapy, no ketone testing, no need for assistance, and no medical intervention or hospitalization. Investigation included phone-based troubleshooting and education, including device setting review and smartphone restart. Investigation of this case revealed a temporary connectivity issue between the cgm and the ilet that resolved after the phone restart, with no device alarms and no sensor replacement required. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication or pairing disruption resolved by user troubleshooting steps.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.